Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. There was no reported adverse impact to the customer's blood glucose level.